Event description:
It was reported that the subject device was washed in an endoscopy washing machine and was defective. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image due to deformation of lens u, water leak in lens u and focus cannot be adjusted. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to deformation of lens u and water leak in lens u and focus could not be adjusted due to deterioration of body which is cause traced to component defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.